Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured several times. On the third deployment it was noted that there was a device related thrombus. The thrombus was seen on the threaded insert and core wire of the closure device. The release criteria was checked and having been met the device was released from the core wire. While releasing the device the physician maintained a negative pressure in an effort to aspirate the thrombus back into the was. The thrombus was not aspirated back so the physician removed the wds and moved the was closure to the face of the device. The was then was used in an attempt to aspirate the thrombus out of the patient. This second aspiration attempt was also unsuccessful in removing the thrombus. The physician aspirated around 1.1l of blood from the patient while trying to remove the thrombus. This resulted in the patient's blood pressure dropping. The patient required IV fluids and was given one unit of blood. A non-boston scientific thrombectomy device was then inserted into the patient and used to successfully remove the thrombus from the patient. All devices were then removed from the patient and immediately post procedure neurological testing was performed which showed no deficits to the patient. The patient did well following these events and was planned to be discharged as scheduled 1 day post procedure.